Manufacturer narrative:
Results: the ace68 was kinked approximately 90.5 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a device. This type of damage typically occurs due to improper handling during removal from the packaging. If the device is forcefully mishandled during removal from the packaging or otherwise mishandled during preparation, damage such as kinks may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation of a penumbra system ace 68 reperfusion catheter (ace68) for a thrombectomy procedure, the physician found that the ace68 was kinked upon removal from the packaging. The damage to the ace68 was found prior to use. Therefore, the ace68 was not used in the procedure. The procedure was completed using a new penumbra system ace 60 reperfusion catheter (ace60).